Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) device was exhibiiting loss of biventricular pacing associated with oversensing ("double-counting") and delivery of inappropriate shock therapy.